Event description:
It was reported that: "on (B)(6) 2012 between the hours of 21:47 and 23:00, a female pt who had been connected to the ventilator became disconnected from the pt circuit y-piece. The pt did not get a sufficient amount of oxygen to her brain, went apneic and as a result sustained hypoxic brain injury. The ventilator was checked out by the respiratory clinical coordinator and he determined that there was no problem with the ventilator, the ventilator was then reconnected to the pt at 23:00. The nurses stated that from the nurses' station, they did not recall hearing an audible alarm coming from the ventilator but the respiratory therapist verified that the ventilator did alarm. The hospital has not alleged that the ventilator malfunctioned or that the ventilator caused or contributed to the pt injury."

Manufacturer narrative:
After the reported event, the leakage related alarms were tested by the hospital's biomed and found working fine. Later, a draeger service representative tested the device in accordance to manufacturer certificate without finding any technical issues. The logbook analysis shows that the ventilation was already disturbed due to leakages at the date of event prior to the reported disconnection. The device alarmed and compensated the leakages up to the designed level. During the time of the reported event first the alarm >>leakages<< was posted, because the leak was larger than to be compensated automatically. Later the alarm >>airway pressure low<< was posted and >>minute volume low<< was detected. Finally "apnea" was detected and alarmed accordingly. It can be concluded that the device reacted as specified on a pt disconnection and alarmed, no device malfunction was present.